Manufacturer narrative:
Plant investigation: forty-eight companion samples were returned to the manufacturer for physical evaluation. A functional test was performed to samples and no issues were found; the samples were found acceptable. During test no leaks or issues were detected, the test was completed successfully. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak occurred when the technician turned off the machine and the transducer fell off. The lines were loose. The patient¿s estimated blood loss was 100cc. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient¿s treatment was completed as the blood leak occurred at the end of their treatment. The complaint device was reported to be available to be returned to the manufacturer for evaluation.